Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise was observed on the right atrial (ra) lead. The noise was reproduced with arm movements across the chest. Additionally, there were high out of range impedance measurements. As a lead fracture was suspected, the ra lead was surgically abandoned. During the procedure, the device was upgraded. No additional adverse patient effects were reported.